Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: difficult to advance - guide wire, kinked - sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during device insertion the sheath kinked by "folding over" as the device was advanced. Suture deployment was not affected. During an attempt to maintain guide wire access, the guide wire could not be fully reinserted through the guide wire port. Although the proglide suture/knot was advanced and remains in the arteriotomy, manual compression was applied for ten minutes to ensure hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was provided.